Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following some weight loss, the patient's ipg site became uncomfortable. As a result, patient underwent surgical intervention, wherein the ipg site was revised, and the ipg was explanted and replaced.